Event description:
One pt sample with discrepant lithium results. Initial result 1.05 mmol/l. Same sample repeated gave result of 0.6 mmol/l. The initial result was not reported. The field service representative determined the sample probe was partially clogged. The probe was replaced.